Event description:
Hill-rom received a report from the account stating that the emergency stop button works intermittently. The lift was located on the second floor. There was not patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found that the emergency stop button on the control box was functioning intermittently. According to service manual for golvo 8008 (3en400404 rev 3) the emergency stop function shall be checked by following the steps below: press in the emergency stop button. With the emergency stop pressed in, verify the lift does not operate with the hand control button. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. The technician replaced the control box to resolve the issue. Based on this information no further action is required.